Event description:
According to the osi sales representative conversation with the hospital, the hospital had been using an older imaging top with another medical company's armboards without the suggested mizuho orthopedic systems side rail adapter. The armboards attachment clamps was also worn. The use of the device caused the carbon side rails to become damaged. The patients arm moved past the worn devices and caused the patients humerous to become broken.

Manufacturer narrative:
Customer was requested to purchase the correct side rail adapter (5855-830) and was requested to perform regular maintenance on product before each use. The side rail adapter was purchased.